Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08740 inches. Device received without the original belt clip. The test belt clip fits and lock properly and no damage on the belt clip rails noted. The test p-cap locks properly in place in the reservoir compartment noted. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went in emergency room due to high blood glucose on december 23 rd, with blood glucose level of 948 mg/dl. Customer stated that the screen of insulin pump was damaged and had scratches. Customer could not read the display and it was difficult to saw the screen. The customer was treated with insulin pump. Customer declined for troubleshooting. The insulin pump will be returned for analysis.